Event description:
It was reported that during implant. Device interrogation revealed noise oversensing caused by insulation damage on the right ventricular (rv) lead. The physician elected to completed the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were unable to implant, insulation damage, sensing noise, and loss of capture. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that during implant. Device interrogation revealed noise oversensing caused and loss of capture by insulation damage on the right ventricular (rv) lead. The physician elected to completed the procedure with a different rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5, h6 for inconvenience coding and loss of capture.